Event description:
Reported due to infection, surgery and hospitalization. Reportedly, the pt had a cardiac catheterization and angioplasty performed in 2001 (exact date unknown) with the perclose a-t (closer ak) device. Following the procedure, the pt had complaints of "laceration of the femoral artery, and alleged complications, infection and subsequent hospitalization and surgeries arising therefrom."